Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's conductor wire to be broken. One conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. The instrument did not pass the electrical continuity test. The yaw pulley showed no signs of arcing. Failure analysis investigation also found the broken yaw pulley to be missing a piece opposite the conductor break which measured approximately 0.216 x .061 which allowed the grip to move within the pulley and have a larger range of motion in yaw. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken yaw pulley missing a piece found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, it was identified that the cable was protruding on the fenestrated bipolar forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.